Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that she had a problem with no delivery. The customer was assisted with 5.0 unit fixed prime. The customer stated that inulin exited. The customer was advised remove infusion set from body and check for bent cannula. The customer found the cannula bent. The customer declined to troubleshoot for high readings.